Event description:
As reported by the equinoxe shoulder study, approximately 3 year(s), 0 month(s), and 21 day(s) post-operative of a right implanted tsa, the patient presented with a subscapularis tear. Patient presented with pain similar to the level that she had pre-op. We obtained a CT arthrogram which showed an upper border subscapularis tear as well as fatty infiltration of the subscapularis. The outcome of this event was resolved by standard total with stemless revision of the right shoulder. The clinical report indicates that the event is definitely related to the device(s) and/or to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
Section d10: concomitant products: - stemless humeral comp laser cage, size 1 (cat# 300-60-01 / serial# (B)(6)) - stemless humeral head 41mm x 13mm x alpha (cat# 310-62-41 / serial# (B)(6)) - steinmann pin sterile 3.2mm x 178mm (cat# 319-01-32 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d1, d4, g4, h6 . MDR section codes updated/corrected: b, c, d, e, f, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The revision reported was likely the result of subscapularis tear and subsequent superior migration of the humeral head resulting in prosthesis wear of the glenoid component. The reason for the subscapularis tear cannot be conclusively determined but may be related to an underlying patient condition, component sizing or positioning issues, or a combination of the above. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.